Manufacturer narrative:
Age at time of event: 18 years or older. The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A 4.00mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation below the rated burst pressure, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.